Event description:
It was reported that a device was used during a laparoscopic glandel staging. The device shield did not retract, so that the knife could come out to penetrate the abdominal wall. Another device was used to complete the case. There was no consequence to the patient.